Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Omsc also found that more than ten years have passed since the device was manufactured. The exact cause of the reported event could not be conclusively determined. However, it seemed that a motor or peripheral part of the turret got damage due to time-related deterioration and it led the reported event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 09-nov-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the lamp did not ignite. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated due to the malfunction of the turret in the subject device.